Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 10 months due to endocarditis. Per the op report, "this patient presents having had a previous bioprosthetic mitral and aortic valve replacement. The patient had developed an episode of endocarditis remote from the operative procedure. With this he developed severe paravalvular leak... [During explantation] it was clear that there was disruption of the annulus in the posterior aspect in what appeared to have been the native p2 segment with a paravalvular leak... It should be noted that this patient has heavy calcifications of the posterior leaflets and the calcification was transmural extending through the atrioventricular junction to the epicardium. I sutured in place the [new edwards] bovine pericardial bioprosthetic valve utilizing a horizontal mattress technique, it appeared to fit the pericardia well. There was no evidence of any paravalvular leak... We weaned from cardiopulmonary bypass requiring no ionotropic support and excellent hemodynamics. Transesophageal echocardiogram at this juncture revealed there to be a trace paravalvular leak. It was elected, given the heavy calcification of the posterior leaflet to leave this as is... He tolerated this procedure very well. We had no complications"

Manufacturer narrative:
Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection.. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, it appears that both were contributing factors. The op report documents an eposide of endocarditis and heavy calcification which likely caused the patient's pvl. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.